Manufacturer narrative:
The MFR's service rep instructed the customer over the phone how to reset the circuit breaker. The system is operating as intended.

Event description:
The customer reported that the 9900 system would not boot up. No pt injury was reported.